Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was investigated. As received, the unit was intermittenlty resetting and failed pulse testing. Upon evaluation, the u1 processor was defective. The cause of the faults and test failure is the defective processor. The root cause of the defective processor cannot be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/22/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 12/19/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient's device failed incoming pulse testing.